Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to non-conversion of the patient's ventricular fibrillation (vf). An x-ray was taken which showed the s-ICD generator implanted anterior and below the mid axil line. The electrode was implanted left of the sternum. Non-conversion was attributed to the implant position of the products. The patient was implanted with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient went into cardiac arrest during a heart catheterization procedure and CPR was performed. During CPR the patient was shocked. The impedance measurement for the shock was 150 ohms. There were two events stored in the subcutaneous implantable cardioverter defibrillator (s-ICD). Each event showed two shocks. The first event in each was due to double counting but then the rhythm deteriorated to ventricular fibrillation (vf) and another shock was delivered in each episode. Four shocks were delivered by the s-ICD none of which converted the arrhythmia. Three external shocks were also delivered while doing chest compressions. The patient was successfully revived and fine vf was observed on the monitor at the time. Boston scientific technical services (ts) discussed that it appeared the rhythm slowed after each shock, but the patient went back into vf. Ts recommended obtaining a chest x-ray to assess position of the device and electrode, especially since the impedance measurement for the delivered shock was greater than 100 ohms. An x-ray was taken which showed the can was slightly inferior and anterior and the electrode was left of the sternum without a large portion of cardiac muscle in-between. The patient and physician are currently discussing he possible need for future defibrillation threshold (dft) testing. The field representative noted they are still undecided as to further action at this time and the patient is at home and doing well. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.

Event description:
---